Event description:
It was reported that the insulin pump alarmed for a button error and had not been dropped or bumped. The blood glucose reading was 5.6 mmol/l. Nothing further was reported.

Manufacturer narrative:
Insulin pump had moisture damage on keypad traces. All buttons responded properly. No button error alarms noted. Insulin pump was received with cracked reservoir tube lip and minor scratches on lcd display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.